Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for thoracoabdominal aortic aneurysm using fenestrated stent graft, and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used for the left renal artery as a branch device. Via the right femoral artery approach, using a guidewire (rosen wire 300 cm), a sheath (agilis sheath 10 fr) was advanced into a gore® dryseal flex introducer sheath 24 fr, and a guiding sheath (destination guiding sheath 6 fr 90 cm) was also advanced into it, and cannulated into the left renal artery. Subsequently, the vbx device was inserted into the guiding sheath. During insertion of the vbx device, the stent graft dislodged from the catheter at the joint part between the hub and the sheath/catheter of the guiding sheath. The vbx device, including the dislodged stent graft, was removed from the patient with the guiding sheath and the procedure was completed using a new guiding sheath and a vbx device. The patient tolerated the procedure. No adverse consequences to the patient were reported.

Manufacturer narrative:
Emdr section h6, annex c and d codes were updated to reflect results of investigation. Code d15: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The cause for the stent dislodgement cannot be determined; however, stent dislodgement was confirmed. During the engineering evaluation, the stent graft was visible inside the hub of the introducer sheath. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Based on supplier controls, in-process inspections, and the available complaint information, a root cause cannot be established.